Event description:
The facility representative reported an infuso.r. Pump with a condition of pusher block assembly is broke. This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "pusher block assembly is broke" issue was confirmed and not reproduced during product evaluation. The assignable cause was not determined. The pusher block was replaced in order to fix the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.